Event description:
The customer contacted heartsine to report that their device was unsuccessful in giving shock. The voice prompts were working; however, no shock was given. The patient associated with the reported event did not survive.

Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to verify the reported issue. No fault was found on the returned device or its associated pad-pak. Heartsine performed a clinical review of this event and determined the device performed to specification throughout the event. Heartsine reviewed the device's electronic data and found that the patient presented in asystole, a non-shockable rhythm, throughout the event. Therefore, a no shock advised determination was issued appropriately and no shock was delivered.

Event description:
The customer contacted heartsine to report that their device was unsuccessful in giving shock. The voice prompts were working, however, no shock was given. The patient associated with the reported event did not survive.